Event description:
It was rpeorted that the customer was hospitalized for hyperglycemia. Prior to the event, the customer woke up with nausea and was vomiting, it was indicated that the md stated the customer is a brittle diabetic and believes the pump was not delivering properly. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.